Event description:
It was reported that the patient presented for a normal device changeout procedure. Prior to procedure, it was discovered that the patient's right ventricular (rv) lead exhibited a low pacing impedance and high capture threshold. The rv lead was capped on (B)(6) 2025 and successfully replaced. The patient was stable.